Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing "supravenacava syndrome" and that a blood clot had appeared on a vein where their right ventricular (rv) lead was implanted. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.